Event description:
It was reported: "a female 82-year-old patient underwent osteosynthesis for distal femur (right). During the operation, there was miss drilling when using the device for proximal. It is highly possible that the drill slipped on the bone surface. (There was no problem in the preliminary device test prior to the operation.)".

Manufacturer narrative:
Corrections: please refer to section d9/h3 (the device has been discarded by the hospital). The reported event of alleged instrument ¿ misdrilling could not be confirmed since no product was provided. The device history could not be reviewed since not lot-code was provided. A review of the labelling did not indicate any abnormalities. A nc / CAPA was not in place for this product with this failure mode. No corrective actions are required at this time. Although a real root cause could not be determined the alleged event was most likely caused by the patient¿s anatomical conditions. The hospital staff suggested ¿it is highly possible that the drill slipped on the bone surface. (There was no problem in the preliminary device test prior to the operation.)¿. In case further substantial information becomes available we reserve the right to re-open the investigation including re-assessment of root cause. H3 : device discarded by the hospital.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported: "a female (B)(6)-year-old patient underwent osteosynthesis for distal femur (right). During the operation, there was miss drilling when using the device for proximal. It is highly possible that the drill slipped on the bone surface. (There was no problem in the preliminary device test prior to the operation.)"